Manufacturer narrative:
H3: product analysis found that visually, the pouch was open from 3 of 4 sides and contained a size 6 emg tube. There was no damage noted in the construction of the device. There were traces of a clear residue found on the cuff. The wire harness was wrapped in a tape paper when returned. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff inflated/deflated with no issues. For further analysis, the inflated cuff was submerged under the water for leak observation and there was no leak found. Same as the cuff, the inflation assembly was also submerged under the water for leak observation and there was no leak found. There was no leak found during the analysis of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this endotracheal tube was used during thyroid surgery and cuff air leakage phenomenon was discovered during use. The tube cuff was leaking during pre-inflation. A 10 ml syringe was used for pre-inflation at that time. The impression was that the tube did not come into contact with the patient, so there were no problems such as occlusion and fixation, and there were no relevant photos or videos recorded. There was a procedure delay and the procedure was extended to 20 minutes. The procedure was completed with a backup product. There was no injury to the patient.